Manufacturer narrative:
Initially received information, including video evidence provided in the customer product complaint record, has been interpreted as pointing to a paint chipping next to the keypad located on the fork. At this point, the issue has been considered as safety related as paint chipping could lead to particles falling off into the sterile field or during procedure could consequently led to contamination. After further evaluation performed by the subject matter expert at the manufacturing site it has been revealed that the part affected had a dented surface but there was no paint chipping identified on the part. The mark on the fork is painted and it was there before painting process. We have performed a root cause evaluation into the claimed issue and concluded that the investigated customer product complaint did not cause risk to human life and is not likely to have such effect upon recurrence, per currently available data and knowledge. When the issue occurs, the device is not up to the manufacturer specification, usually after repair or replacement of the component the device could return to normal use. If the device is used in accordance with instruction provided in user manual, such as regular preventive maintenance any unexpected failures should not occur. After reviewing the information provided for the complaints investigated herein we have been able to establish that there is no significant complaint trend with this product and issue type. It is not likely that it could lead to the serious injury or death when the malfunction reoccurs.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - volista standop. Based of video evidence the paint damage occurred on the fork. We decided to report the issue in abundance of caution as any particles falling off into sterile field or during procedure may cause contamination.